Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. On (B)(6) 2019 it was reported the patient¿s current program was not working for her, when she turns is up high enough to not pee on her legs, it hurts in the bowel area. The patient tried increasing and decreasing and left the rep messages. It was noted patient was just implanted on (B)(6), and patient services explained programming options and the patient thinks she should change programs. Setting was initially on program a at 1.9 v with stim on, and patient changed to program b, turned stim up, but felt it in the bowel, then tried program 1 and turned up to 0.3 v in more appropriate area, and decided to try this setting for a while. Patient called back the same day, states she has lowered stimulation down to 0.1 v but still has pain in her rectum area. Patient services reviewed with caller she can try to turn ins off and see if she still has the pain but recommend the patient follow up with hcp. Patient reviewed the role of the rep and told patient rep could potentially meet with her in a clinical setting. On (B)(6) 2019 patient called back stating she tried all the programs and they all hurt her. Setting is at 0.1 v. Patient says she has 12 programs and they all hurt. Patient says the whole rectum area is irritated and she thinks it is because she went through all the settings yesterday. Hcp is 4 hrs away. Patient says she wants to turn ins off and was walked through using the programmer which shows ins was already off. On (B)(6) 2019 the patient called in again and stated they had turned the implant off because it was painful, and she turned it back on today and its too strong and she needs assistance using the controller to decrease stim. Patient was assisted with using controller to connect to implant and decrease stim to 0.1 v at program a. The patient was again advised to contact their doctor for assistance in optimum settings. On (B)(6) 2019 additional information was received from the patient: they had not seen their doctor yet since the surgeon always refers patient to the manufacturer. The programming setting issue was not yet resolved and the patient states they can't turn device on because it hurts at the bladder. The patient states that several months ago they put a new battery in and since then they have not been able to use the implant. On (B)(6) 2019 the patient wanted to know if they had to turn the device fully off as they are still experiencing pain. Patient services reviewed how to turn the implant off. The patient needed to charge external equipment to turn it fully off. On (B)(6) 2019 the patient called in again after their handset was charged to 6%. Patient stated she needs to get ins off because it hurts to have it on. The use of the handset and communicator were reviewed, and it was confirmed the device was already powered off. Patient said she's tried all 11 programs at 0.1 v and they all hurt ever since this implant was placed. Patient said she's had stim off for weeks now, and was redirected to their physician to assess. No further complications were reported at this time.